Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
On (B)(6) 2011, a health care professional reported a pump as "not working" and it was explanted the same day. The pump was used with lioresal it at a concentration of 500 mcg/ml and a daily dose of 100 mcg/day. On (B)(6) 2011, the pump was returned. The catheter was discarded. Additional info has been requested and will be provided if it becomes available.